Event description:
On 12/22/2021, it was reported by a sales representative via email that an ar-8990st-2 dx fibertak was inserted through a 1.6mm prepared bone tunnel and after it passed through the cortex, it was discovered that the forks on the inserter device had shredded the sutures bundle. This was discovered during a revision of a failed cmc internal brace on (B)(6) 2021. Surgeon redirected tunnels and used a single-loaded fibertak dx to complete procedure. Additional information received 12/23/2021. There were not arthrex devices explanted.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion. As no further investigation was able to be performed no change in harm was identified.